Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed and the damage appeared to be associated with the use of the device. One 4 fr single-lumen (s/l) powerpicc was returned for investigation. Evidence of use was observed on the PICC. A non-vad injection cap was attached to the purple luer adaptor. The catheter had been trimmed to length. The catheter extended to the 50cm depth mark. A 4.5mm longitudinal split was observed in the catheter between the 3 and 4 cm depth marks. The adjoining surfaces of the split catheter were smooth and granular. A functional test revealed that fluid would leak from the split during infusion. The remainder of the catheter was occluded. The distal 0.5cm of the catheter was occluded with a solid red biological material, which may have been a contributing factor in the split. The characteristics of the split are consistent with a burst due to over-pressurization. The wall thickness of the tubing was within specification. The powerpicc instructions for use (IFU) provide warnings and suggestions for maintenance to prevent damage to the catheter. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the PICC was ¿splitting at the 4/5cm mark when flushing¿. This portion was outside of the patient. The PICC was removed from the patient. (B)(6) 2019- a new PICC was placed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the PICC was ¿splitting at the 4/5cm mark when flushing¿. This portion was outside of the patient. The PICC was removed from the patient. On (B)(6) 2019 a new PICC was placed.